Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately compared to another meter. The reporter claimed obtaining blood glucose readings where the subject meter read "100mg/dll" different than results obtained on an unknown meter, within 30 minutes of each other. No exact values were given. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.